Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the doctor/nurse were unable to unscrew the stylet/needle after insertion. No medical or surgical intervention required. No patient injury reported.

Manufacturer narrative:
(B)(4). A review of the manufacturing records found the product passed all in-process and final acceptance criteria. No sample was returned for evaluation and no photo was provided. Based on the available information, the complaint could not be confirmed and no root cause was identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the doctor/nurse were unable to unscrew the stylet/needle after insertion. No medical or surgical intervention required. No patient injury reported.